Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well post-operatively. The explanted ipg and lead will not be returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.